Manufacturer narrative:
It was reported the patient experienced "repeat false positives through numerous lateral flow tests." Pcr tests had negative result. No additional information was provided. Product-specific information was not available. However, images of the results were provided. A review of manufacturing route sheets could not be performed as no lot number was provided or obtained through complaint investigation follow-up. User handling may have contributed to the event. Possible contributing factors of a false positive result are: excess protein was brought in during sampling or the sample was too viscous; if there is a break in the oral or nasal cavity at the time of sampling, resulting in blood in the sample; if using a flashlight to view the results, shadows may be produced due to different lighting or angles, resulting I false positive results. It is recommended that the testing kit must be operated according to the specimen collection and assay methods in the body of the instructions for use and additionally, the kit should be used immediately after opening. The reported event could not be confirmed.

Event description:
It was reported by the patient that there were repeat false positives through numerous lateral flow tests. Pcr tests had negative result. Additional information received and the patient noted he was still testing positive with the innova antigen tests approximately 10 plus tests.